Event description:
It was reported that vessel trauma occurred. The patient underwent an angioplasty. The target lesion was located in the subclavian artery. A 5.0mm x 40mm x 135cm athletis balloon catheter was advanced for treatment. During the procedure, inflation of the athletis balloon lead to a rupture of the subclavian artery which was then treated with a covered stent. The device was removed and replaced for a different model to complete the procedure. There were no further patient complications reported.

Manufacturer narrative:
D2b: pro code (product code): lit, dqy.